Event description:
The customer observed falsely elevated calcium results generated from an architect c4000 ((B)(4)). The customer suspected something wrong with the results and did not report out the elevated results out of the laboratory for the following example patient data (customer reference range is 8.5-11 mg/dl): sample ID (B)(6): initial result = 21.6, repeat result = 16.6, repeat results on another architect analyzer ((B)(4)) = 9.1 & 9.2; sample ID (B)(6): initial result = 20.5, repeat result = 15.7, repeat results on another architect analyzer ((B)(4)) = 10.7 & 9.8; sample ID (B)(6): initial result = 17.7, repeat result = 15.5, repeat results on another architect analyzer ((B)(4)) = 8.4 & 8.4. The customer did communicate that one elevated result was reported out of the laboratory as 17.6 and provided the following example data: sample ID (B)(6): initial result = 20, repeat results = 17.8, 17.6, & 9.6. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier: complete sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The architect c4000 serial number (B)(6) was inspected due to a false elevated calcium results while running the calcium reagent ln 3l79. The customer believed there may have been an issue with the solutions on the architect c4000 serial number (B)(6), specifically that an undiluted detergent b solution was suspected to be loaded onto the analyzer instead of the treated 10% detergent b solution. The wash solutions were changed, the cuvettes were cleaned, and the cuvette dry tip was changed, which resolved the issue. Trending review did not identify any trends related to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or deviations related to the detergent b solution with regards to the customer reported issue. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the information provided, device failure to perform as intended was not identified, as the issue can be attributed to the handling of the onboard analyzer solutions. Furthermore, a systemic issue or product defiantly was not identified.